Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 11/11/2009, 11/12/2009, and 11/25/2009 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B) (4). (B) (4).

Event description:
A consumer reported that her near vision is "no better" following intraocular lens (iol) implant surgery. In a follow-up, the surgeon stated that the event is not lens-related. Add'l info has been requested.